Event description:
It was reported that a keepsafe fall monitor model 8350 is not alarming. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - the unit does not always alarm when powered on. Conclusions: no conclusion can be drawn.